Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A shipping history search was performed to identify all lot numbers from the reported catalog number that were delivered to the user facility for a three (3) month time frame immediately preceding the event occurrence date. There were no results found using this search criteria. As such, a manufacturing review could not be performed and an investigation of the device history records (DHR) was unable to be conducted. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the rn. The blood leak occurred at the very beginning of treatment. The machine, a fresenius 2008t machine, alarmed with an air detector alarm. The staff noticed blood leaking from the tubing in the blood pump. There were no leaks during the priming phase. The patient¿s blood was unable to be returned; estimated blood loss (ebl) was 400 ml. The machine was re-setup with new supplies so the patient could continue their treatment. When the bloodline tubing was removed from the machine, a nick was found on the tubing in the same area where the leak was coming from. After restarting with new supplies, the patient was able to complete their treatment without further incident. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be returned for evaluation as it was reportedly discarded.

Event description:
A user facility registered nurse (rn) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the rn. The blood leak occurred at the very beginning of treatment. The machine, a fresenius 2008t machine, alarmed with an air detector alarm. The staff noticed blood leaking from the tubing in the blood pump. There were no leaks during the priming phase. The patient¿s blood was unable to be returned; estimated blood loss (ebl) was 400 ml. The machine was re-setup with new supplies so the patient could continue their treatment. When the bloodline tubing was removed from the machine, a nick was found on the tubing in the same area where the leak was coming from. After restarting with new supplies, the patient was able to complete their treatment without further incident. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.